Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with 450cc mentor memorygel breast implants and experienced baker grade IV capsular contracture on the right side and unknown baker grade capsular contracture on the left side postoperatively. As a result, the patient underwent left breast contracture release in 2019 and unilateral device removal and replacement on the right side with a similar 450cc mentor memorygel breast implant, catalog number shpx450, serial number (B)(4) on (B)(6) 2021. This report is for the patient's left-sided device.

Manufacturer narrative:
Additional information: on march 10, 2021, mentor became aware that the patient also experienced baker grade IV capsular contracture on the left side. As a result, the patient underwent device removal and replacement with a 450cc mentor memorygel breast implant, catalog number shpx450, serial number (B)(6) on (B)(6), 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).